Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A review of the device download was performed. It was observed that the customer had the device in sync mode and even though they were not receiving any ECG data, the charge button was pressed, at which time the device stated "cannot charge." The root cause of the reported problem was determined to be use error.

Event description:
It was reported that while attempting to charge to 7 joules, the device prompted "cannot charge". There were no reports of patient use associated with the reported failure.